Event description:
During the initial implant procedure, while attempting to reposition the leadless pacemaker (lp) the helix was stretched. The lp was explanted, and a new lp was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of helix stretch was confirmed. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.